Event description:
My wife was in (B)(6). Before any examination, the dentist vigorously told my wife to take the x-rays because it is safe. My wife reported the pregnancy and it was clearly visible - she is 5+ months she took around 20 exposures + panoramic. Note, my wife had no trauma, she needed filling only because the old filling fall off. I also noted, they have no dose measurement or control and the receptionist is sitting right in front of the x-ray room with no doors. The dose of dental x-rays are relatively low, but it is not zero and also cumulative in human body. Assuming there are no level of safe exposure to radiation, I assume, it is irresponsible behavior from a dental office vigorously inform/ recommend x-ray exposures to pregnant woman. Also, the close exposure from public and receptionists right in front of the room where the panoramic machine is under constant use could go over the public limit dose nationally and internationally defined. Thank you in advance for all your attention to this case. The x-ray exposure was completely unnecessary and it was taken under strong advise of the dentist. FDA safety report ID# (B)(4).